Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates occurred. In addition, it was reported that intermittent occlusion alarms occurred, and insulin was not observed exiting the tubing. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the contact on the reported issue. No response from the contact was received.